Event description:
The user facility reported to terumo cardiovascular systems, that after cardio-pulmonary bypass, they observed a white substance inside the oxygenator. There was no harm to pt. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval and the investigation has not been completed. Terumo will be submitting a follow-up report when more info becomes available. (B)(4).